Event description:
Patient presented to the physician with an exposed stimulation lead that eroded through the neck incision site. Physician brought the patient into the or and removed the entire inspire system.